Event description:
A malfunction was reported on the customer's pump, identified by error code malf 16. There was no adverse impact to the customer's blood glucose level, as the customer was not using the pump at the time. The customer was assisted by technical support (cts) in resetting the pump, but the issue recurred. Consequently, it was determined that a replacement pump would be provided. Cts confirmed the customer would use multiple daily injections (mdi) as backup therapy and advised the customer about programming settings and connecting their continuous glucose monitor (cgm) to the replacement pump. The customer was instructed on returning the malfunctioning pump to tandem to avoid billing and informed that the replacement pump would include updated software.